Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient (pt) saw oor message a couple times in the last month. Pt is getting return of symptoms. Manufacturer representative (rep) checked impedances: 975 1-2, 941 c-1, 870 c-2, 1144 c-3, 1078 2-3. Technical services (ts) reviewed that there may be an impedance issue because the impedance of the bi-polar pairs are low compared to monopolar pairs. Pt is programmed with contacts 1- 2+. Rep will try to reprogram with monopolar setting. Additional information was received from the manufacturer representative (rep) that all of the impedances were within normal range. Technical services said there may be an issue with impedances on a bipolar combination but all of the impedances were within normal range. Rep was told that this may be the reason that there was an oor. The decision was made to change the bipolar configuration to a mono polar configuration. Have not heard that there are any issues since changing it to monopolar. Patient has not seen an oor since changing it to this. The rep is not sure the cause of the issue, technical services thought the bipolar configuration contributed to the oor. Action taken was to change the bipolar configuration to mono polar. The oor and return of symptoms has resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported they met with the patient and healthcare provider on (B)(6). The patient¿s wife checked the system once a week and said they saw the oor message each time they logged into the system, but at the time of the appointment they were unable to recreate the oor message (impedances were within normal limits). Following this a decision was made to go from an interleaving program to a single monopolar setting.